Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the d11 diode was shorted on the defibrillator board and the r45 resistor was open on the computer / analog (ca) board. The cause of the test failure is the shorted d11 and open r45. The root cause of the damaged components was unable to be positively identified. No adverse event results from the defective components. The last patient to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed the defibrillator test. The last patient to use this monitor did not report any deficiencies.